Event description:
It was reported that a vns pt's device was found to be spontaneously reset to 0 ma for both normal mode and magnet mode output currents. Programming history was received from site and reviewed by manufacturer. Upon review, it was confirmed that the generator was reset via a burst watchdog timeout when the pt was interrogated in 2008. Follow-up revealed that the pt experienced an increase in seizure activity due to loss of therapy. The relationship of the increase to pre-vns baseline is unk at this time. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.